Event description:
It was reported that while preparing a new 23-inch teflon 6 mm infusion set, the user inadvertently detached the infusion site from the applicator needle during adhesive backing removal, resulting in an incorrectly deployed infusion set and an unattached connector. Symptoms included no adverse clinical effects. Outcomes included resumption of insulin therapy after a guided supply change and site replacement. Investigation included remote troubleshooting and user education that covered disconnecting from the existing connector, installing a new infusion set, priming the tubing until drops were observed, applying the new set, and performing a fill cannula. Investigation of this case revealed an application error during infusion set preparation, consistent with use-related handling issues of the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was user technique during setup.

Manufacturer narrative:
Initial.